Event description:
Required passport for daily tpn and IV fluids. Began using the micro gripper (B)(6) 2013 as an alternative access device. Change weekly by rn; at (B)(6) 2013 visit, found small opening in skin exposing port. Port was removed and wound care was required.